Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had rf pic failed selftest alarm. Customer's blood glucose value was 124mg/dl. Customer stated that the alarm did not occur during the rewind but the self test failed. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant failed self-test alarm due to a faulty circuit board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime alarm test, compromised force sensor test, excessive no delivery test and displacement test due to failed self-test alarm.